Manufacturer narrative:
Product complaint # (B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the needle fall into the patient? No. Was the needle procedure? No, not found. Were x-rays taken to locate the needle piece? No, was at the end of the surgery at closure, clinician confident that not in the patient. Post-op x-ray confirmed that not in the patient. What tissue structure the broken needle was located? Not retrieved, whilst closing, so tissue was skin. What measures were taken to retrieve the broken piece? Visual search. Was there any additional tissue damage as a result of searching for the needle piece? - no. Based on statement indicating the broken needle has not been found, does a piece of the needle remain in the patient¿s tissue? No. Are any plans in place to remove the needle piece in future? N/a. What is the surgeon's opinion of consequences to the patient? No harm to the patient. What is current condition of the patient? Post-op recovery going well. Was there any adverse consequence associated with the patient? No adverse consequence for patient. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a total knee replacement surgery on (B)(6) 2021 and suture was used. During the procedure, the needle tip broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/23/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, additional information was requested, and the following was obtained: what was the name of the procedure? ¿ total knee replacement. Did the needle fall into the patient? If yes, - no ¿ was the needle piece(s) retrieved during the same procedure? ¿ no, not found ¿ were x-rays taken to locate the needle piece? ¿ no, was at the end of the surgery at closure, clinician confident that not in the patient. Post-op x-ray confirmed that not in the patient. ¿ what tissue structure the broken needle was located? ¿ not retrieved, whilst closing, so tissue was skin. ¿ what measures were taken to retrieve the broken piece? ¿ visual search ¿ was there any additional tissue damage as a result of searching for the needle piece? - no. - based on statement indicating the broken needle has not been found, does a piece of the needle remain in the patient¿s tissue? If yes, - no ¿ are any plans in place to remove the needle piece in future? ¿ n/a ¿ what is the surgeon's opinion of consequences to the patient? ¿ no harm to the patient - what is current condition of the patient? ¿ post-op recovery going well - was there any adverse consequence associated with the patient? - device return status of the remaining needle: - no adverse consequence for patient. Unfortunately, the suture was not kept as and so not available to be sent for analysis.